Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This is 1 of 2 reports where the patient was hospitalized for dka due to inaccuracy that occurred two separate times. Please see related record (B)(4). Voluntary MDR/medwatch report number mw5189074 diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
A voluntary MDR/medwatch report was received on 06/18/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received via maude, the patient alleged that two separate sensors did not function as intended and contributed to two hospitalizations for diabetic ketoacidosis (dka). This report pertains to one of those events. The patient was contacted on 06/26/2026 regarding an event that reportedly occurred approximately two years earlier; however, she was unable to recall the exact date. The patient reported a history of type 1 diabetes since age 15 and stated that she had been using the dexcom g7 cgm for several years. She indicated that, for an extended period, she relied primarily on cgm readings for glucose management and would typically perform a fingerstick blood glucose (fsbg) test only when the cgm reading did not seem to correlate with how she was feeling. The patient also reported having diabetic neuropathy related to her long-standing diabetes. The patient stated that she later began performing more frequent fsbg testing to verify cgm readings. She reported a history of two dka-related hospitalizations but was unable to provide the dates of hospitalization, associated cgm values, bg or fsbg measurements, treatment details, or the circumstances leading up to the events. During the interview, the patient recalled one incident in which she was in the kitchen and her daughter observed her eating a raw potato, which the daughter considered unusual behavior. The patient's daughter then checked the cgm, which reportedly displayed a "high" glucose reading. The patient expressed general concerns regarding the accuracy of cgm readings and requested further investigation into the reported issues. The patient reported taking routine medications including alprazolam, carisoprodol, metoprolol, novolog insulin, quetiapine, rosuvastatin, and synthroid, as well as occasional advil, tylenol, and a multivitamin. It was also noted that the patient uses an omnipod 5 insulin pump for insulin delivery. The call was disconnected before additional information could be obtained, and the patient requested a callback at a later time. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.